Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error (error b30), images are not displayed, water leakage cause were traced to component failure. And specifically, error code b30 and images were not displayed due to cable unit failure; water leakage was from the focus button. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited scope communication error (error b30), images are not displayed, water leakage from the focus button. There was no patient involvement.